Manufacturer narrative:
Corrected data d1 updated/corrected. Investigation summary hypotension/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: based on the clinical details, the cause of the device in the wrong position is most likely an unintended user error as the patient was laying on the side of the impella and an echo was done noting the pump to be deep and up against the septal wall causing lower flows that resolved with repositioning attempts. Low or blocked pump flow: there was no product or data logs returned. Based on the clinical details, the cause of the low or blocked pump flow is most likely an unintended user error as the patient was laying on the side of the impella and an echo was done noting the pump to be deep and up against the septal wall causing lower flows that resolved with repositioning attempts.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 69 year old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 5 of support, while in the intensive care unit, the automated impella controller started to suction. P level was decreased to p-4, in which the left ventricle waveform was lost and displayed extremely negative. It was reported the patient was hypotensive at this time and laying on the side of the impella. An echocardiogram was performed and revealed the device was against the septal wall and deep, in which the 5.5. Was repositioned. After repositioning, p level was increased to p-6, however flows would drop to 0.0l. Another reposition attempt was performed and successful, and the pump was kept at p-4. The patient requested the pump to be removed. The patient and family were educated about impella support and bridge to lvad, however the patient declined a new impella device. The 5.5. Was explanted against medical advice and per the patient's wishes. The positioning issue is conservatively reported for hemodynamic instability as it prompted premature explant, but there was no intervention needed and no lasting harm or injury reported.